Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the insulin pump has been alarming no delivery during bolus. Blood glucose value was 86 mg/dl. Alarm is reoccurring after changing the set. Insulin is not cloudy. The insulin pump passed the displacement and high pressure test. Customer inserts in the abdominal area and does rotate sites. No bent cannulas have been found. Customer's mother was advised to try another set lot and monitor.